Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3654 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the proximal end of guide wire was hooked, taking catheter out and causing burrs in the process of catheterization. No other information was provided.